Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid noted in the helix housing and in neck region. Cuts noted in the insulation. Electro-cautery damage noted in the insulation. The helix was stretched and bent upon receipt at laboratory. Likely the helix became stretched and bent at or after explant. The helix would not have functioned appropriately in this condition so likely would have been replaced at implant in the unlikely event that is where it became bent. However, if the helix had been in this condition when implanted, it could be more susceptible to dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. It was confirmed via fluoroscopy. The ra lead was explanted. No additional adverse patient effects were reported.